Event description:
The following information was reported by a consultant. It my first zero p case and with a surgeon that never used it. He would not allow me any time to show him the system before the surgery so this made it a challenge. He trailed with a 7 lordotic, and it was a tight fit from what I could tell from fluoroscopy. Used the aiming device and the trajectory was way off drill was in the middle of the vertebral body. This is supposed to set the trajectory correct at 40 degrees but was way too far medially in the vertebral body and close to spinal cord. The implant was flush with the aiming device. The x-ray showed it was flush with the anterior vertebra so I really did not know why the trajectory was off. There was a cervical spine locking plate at c5-c7 that was really off center, so was concerned flipping the implant with the lateral screws caudally would not fit but they did. The trajectory was still so far off and I really did not know what to suggest at that point, so thought he would be better using the l handle drill guide as he hated the aiming device because it blocked his visualization. I stressed it needed to be at 40 degrees and hit the anterior portion of the vertebral wall. So next step he re-trailed with parallel and lordotic 8mm and wanted the 8 lordotic. It looked like it completely filled the disc space so he wanted an 8 lordotic. He wanted to use the drill guide but I knew that is tough for someone who has not used it to seat it correctly at the 40 degrees. This was a challenge. He was really not happy and I tried to do all I could to help the situation but it was a dead end at that. He had a really hard time seating the drill guide in the plate. He put three 16 screws in fine but the fourth one, medial trajectory was off so was not parallel with the other screw on fluoroscopy and getting no purchase. He asked for a rescue screw which we do not have, he did not feel comfortable leaving 3 screws in so redirected and used a 14mm for the final medial hole. He also did not like the torque limiting attachment as he said it stripped the screw, but the screws were flush with the plate.

Manufacturer narrative:
The exact part number could not be identified. Device was used for treatment. Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.